Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024, in order to underwent a skin flap thinning surgery due thick skin flap. The implanted device remains.